Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The scope was immersed in water using a regulated air line and a major leak was found in the biopsy channel. The channel was inspected with a boroscope, and a large puncture was found. Image check and exera ID data was performed and unable to complete due to e315 error. Additionally, the investigation revealed: reduced angulation; plastic distal end cover (c-cover) had a dent and scratches; adhesive on bending section cover (a-rubber) had a crack; objective and light guide lenses were chipped; switch #1 was chipped and scraped; insertion tube discoloration; insertion tube scratches throughout; bending section cover (a-rubber) had discoloration; and fluid was found through various components of the device. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope exhibited liquid leakage from around the biopsy valve when feeding liquid through the instrument channel. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, an electrical continuity error (e315 error/no image) occurred due to water invasion in the scope connector. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's handling from which the biopsy channel leaked and fluid invaded the scope connector. That caused an anomaly of electrical parts, and the suggested event occurred. The user may be able to detect the suggested event by handling device in accordance with the following instructions for use (IFU): -inspection of the endoscopic image the user may be able to reduce / prevent occurrence of the suggested event by handling device in accordance with the following IFU: "-when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. -if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. -if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage. -perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.